Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had trouble with insulin pump. And sensor site. The customer's blood glucose was high level of 503 mg/dl at the time of the incident. The customer's current blood glucose was 446 mg/dl. The customer also had symptoms like foggy , tiny bit nausea. The customer stated that the their blood glucose was 200 or 300 mg/dl, 400 mg/dl. The customer's blood glucose was 507 mg/dl in the morning. The customer treated with manual injections. The product was returned for analysis.